Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and ok keypad buttons were sticking and required multiple presses to elicit a response. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump under a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and ok keypad buttons' responsiveness issues were not duplicated. The down arrow keypad button was found to be intermittently unresponsive; the up arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under all of the key contacts.